Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed out supplies and blood glucose level continued to increase throughout the day (approx 600 mg/dl). Customer suspected that the pump had stopped delivering insulin; however, pump history confirmed the insulin was delivered properly. Customer administered a manual injection and drank two quarts of water to address the issue. Customer reported working with health care provider and clinical diabetes specialist to manage blood glucose level.